Event description:
It was reported to philips that the device failed to power on a allura xper fd10. The clinical use of the system was outside clinical use. There was no reported patient or user harm.

Manufacturer narrative:
A need for corrective maintenance was identified. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).